Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an extremely high blood glucose level. The customer blood glucose was 400 mg/dl to address bg level the customer would change out the supplies and administer a bolus. Reportedly, the customer had seen tiny air bubbles in the tubing. The customer was able to see insulin coming from the tubing during troubleshooting. Cts followed up, the contact stated the customer's bg level decreased and was doing fine.